Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Head falls out from my mouth [device breakage], no adverse event. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b precision clean brush-head falls out from his mouth. The consumer also stated that there is a pin that's sitting on it and it is not flat as usual. No symptoms developed.